Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2020 with blood glucose of 35 mg/dl at the time of the incident. The customer had sensor glucose readings of 77 to 80 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported sensor glucose versus blood glucose differences and that the pump was not alerting them when they were actually low. The insulin pump will not be returned for analysis.